Event description:
The customer reported erroneous high accu tni (troponin I) test results were generated when using the unicel dxi 800 access immunoassay system for two pts. Erroneous test results were not reported out of the laboratory. No report of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 events reported by this customer.

Manufacturer narrative:
Sample collection info was not supplied. The samples are processed on an automation line; exact centrifugation time and speed have not been provided to date. The customer has increased the centrifugation time in order to reduce the occurrence of erroneous results; however, no change in occurrence has been seen to date. The field service engineer (fse) was dispatched. The fse conducted a diagnostic testing and results were within instrument specifications. In addition, the fse performed a 40 replicate precision test with good results. No hardware issues reported by fse in connection with this event. A definitive root cause has not been determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-04770.